Event description:
Healthcare professional reported capsular contracture grade iii-IV of the right implant. This device was explanted. This record relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, fold creases, deformation, delamination of orientation dot, brown particles, air voids between shell and gel. It was observed after autoclave cycle: cloudy gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis, the final assessment is no observations found related with the complaint reported by the physician and delamination of orientation dot assessed as adhesive failure.

Event description:
Healthcare professional reported capsular contracture grade iii-IV of the right implant. This device was explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii-IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported capsular contracture grade iii-IV of the right implant. This device was explanted. This record relates to the right side.